Event description:
Medtronic received information regarding a navigation device outside of procedure. It was reported the radiolucent open spine clamp was broken during cleaning and sterilization. There was no patient present.

Manufacturer narrative:
H6: the clamp was returned to the manufacturer for analysis. The receptacle cylinder was missing from the returned clamp. The adjustment screw was also not attached to the clamp face. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.